Manufacturer narrative:
(B)(4). D10: ep-200144 act artic e1 hip brg 28x38mm lot number unknown. 00801802802 femoral head sterile product do not resterilize 12/14 taper lot number unknown. 00771100640 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 extended offset reduced neck length lot number is unknown. G2: foreign:south korea no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed without complications noted. Subsequently, the patient dislocated due to unknown reasons and underwent a closed reduction. By the 2 year post op follow up, the patient was not experiencing any pain. A definitive root cause cannot be determined multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01526. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a closed reduction 11 days post implantation due to dislocation. The patient continued outpatient physical therapy without further complication upon follow up. There is no additional information available at the time of this report.